Event description:
Information received indicates, the scale display will not come on due to signs of fluid ingress on the scale board.

Manufacturer narrative:
The technician replaced the scale board to repair the bed.